Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2012 allegedly due to pain and suspected pseudotumor. It was reported that the surgeon noted during the revision that two acetabular screws were fractured. All components were removed and replaced; however, a portion of one of the fractured acetabular screws allegedly remains in the patient's body.

Manufacturer narrative:
Device was returned after the initial medwatch was submitted. Evaluation results are as follows: evaluation of the returned component found the porous coating appeared to be intact but showed little evidence of bony ingrowth. There was damage noted which appeared to have occurred during removal. Discoloration on the ID taper and surface deposits on half of the contact area of the cup suggest evidence that some type of tissue was trapped in the taper during implantation. This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2012-01290, 01291, 01292, 02415 & 02416).

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, the patient is experiencing pain and a suspected pseudotumor. A revision surgery has not yet been performed.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01290 / 01292).